Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the wire of a (2) 5f exoseal vascular closure device (vcd) is not fixed and falls out when retracting the devices. There was no reported patient injury. Additional information was requested but not provided. Two (2) non-sterile " vascular closure device - 5f " involved in the reported complaint were returned for investigation inside a clear plastic bag labeled with the (B)(4) and (B)(4). The devices were identified as "a" and "b" to continue with the investigation. Both units had the same catalog number (ex500ce) and lot number (18231385). (B)(4) per visual analysis of the devices identified as ¿a¿, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. No damages were observed in the loop of the indicator wire. The indicator window was received on the white/black position and the guard was found unlocked; the bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. Functional analysis was performed in the device identified as ¿a¿. Since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 10 minutes. The cowling guard was locked and then the indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there is no friction, and it was completely depressing. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. A visual inspection at high magnification revealed no damage to the indicator wire loop of the devices identified as ¿a¿. Additionally, the device case was opened of the device identified as ¿a¿, and the internal mechanism was inspected using a vision system to enhance the image. The internal mechanism is correctly assembled, and no other anomalies were observed. The complaint reported by the customer as ¿indicator wire-damaged loop¿ was not confirmed as no damage or anomalies were observed in the indicator wire loop during visual and microscopic inspections of the devices identified as ¿a¿ & "b". Additionally, functional tests were conducted, and all three stages were successfully achieved in the indicator window as expected. The deployment button performed correctly, and the plug was deployed as intended, continuing to function properly after the test. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. Procedural or handling factors may have contributed to the reported issue, as the device showed no evident signs of a manufacturing defect or any anomaly that could have caused the reported event. The analysis suggests that the failure reported by the customer may be linked to the handling or procedural conditions rather than the manufacturing process. No further action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of a (2) 5f exoseal vascular closure device (vcd) is not fixed and falls out when retracting the devices. There was no reported patient injury. Additional information was requested but not provided. The devices will be returned for evaluation.